Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was over 400 mg/dl. The customer treated their blood glucose level with the insulin pump. The b button was unresponsive. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with no button response at b, esc, act, up and down due to unlocked lcd keypad connector during visual inspection. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc, act. Unable to verify motor error alarm due to no button response. The motor was tested outside of the device and passed. Insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.